Event description:
Event involving a touchscreen issue. At the start of the operative case, the patient was placed on low-dose norepinephrine and vasopressin infusion at the start and had a baseline narrow pulse pressure and systolic blood pressure (sbp) of 90s-100s. When his sbp began to decline to 70s-80s, an attempt by the attending anesthesiologist to increase the norepinephrine rate were unsuccessful due to malfunction of the touch screen keypad on the ICU medical infusion pump. The screen failed to register the intended area, instead highlighting a different part of the screen, despite being powered on and brightly lit. While troubleshooting the pump, the patient experienced a brief decline in blood pressure, with readings as low as 58/48 and 62/50. Two bolus doses of norepinephrine were administered, and the norepinephrine infusion was promptly changed to a different ICU medical pump. There was no delay in pump exchange, as the patient had arrived to the or with an infusion pump from his admitting unit and adequate staff allowed the attending to bolus the patient while two anesthesiology fellows exchanged the pump.